Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-16070, 1627487-2013-16071 and 1627487-2013-16072. It was reported the pt's scs system was explanted earlier this year because she had developed an infection. The pt could not recall the explant date. No further info is available at this time. As the affected devices are unk all possible devices are being reported.

Manufacturer narrative:
This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.